Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 53 year old male presented after cardiac arrest, found unresponsive in unwitnessed arrest with pulseless ventricular tachycardia requiring CPR and cardioversion. Pt. Cannulated for vaecmo for hemodynamic support. Patient demonstrated some neurologic response so on (B)(6) they underwent impella 5.5 implant via axillary artery. (B)(6) the patient was noted to have a gi bleed. (B)(6) they were weaned off ECMO. (B)(6) plan for device explant, noted that antibiotics started for pneumonia. Patient noted to have no meaningful neurologic recovery. (B)(6) device weaned and explanted.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was not determined due to insufficient clinical details.